Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer&#38112;representative (rep) regarding a patient receiving compounded baclofen (300 mcg/ml at 120 mcg/day), bupivacaine (30 mg/ml at 12 mg/day), and fentanyl (5000 mcg/ml at 1998.6 mcg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The patient was in the intensive care unit (ICU) on a ventilator. The patient experienced drug withdrawal, had labored breathing, was semi-conscious, had a "funky yellow color," and didn't look good. The rep interrogated the pump and confirmed that the pump was empty. The patient didn't have a hcp and had been looking for one, but no other hcp would take the patient on without therapy records. Additional information has been requested for the cause of the empty pump, relationship between the empty pump and the ICU admission, interventions taken to resolve the symptoms, patient outcome and other information of importance.